Event description:
It was reported that the 0 degree endoscope right release buttons were observed to be broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. Ports were placed prior to the issue being identified. There was no patient injury or harm. There were no fragments fall into the patient. The issue was discovered when a piece broke off internally, a new scope was brought in and case was finished robotically. There was surgical delay of less than 5 minutes. No patient information could be released.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 0 degree endoscope involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found a broken/damaged button on one of the buttons on the side. Additional observations not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscopes integrated cable connector, the housing exhibited discoloration. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone c near the endoscope housing. Also, during visual inspection found a hairline crack on illuminator of the button pack and mechanical damage to the scopes shaft. The complaint was confirmed by failure analysis. The probable root cause of the broken button pack is attributed to mechanical damage during use or improper handling, which may include accidental drops of the endoscope. In some cases, extensive cracking leading to the button pack breaking off can occur, which is likely caused by improper cleaning during reprocessing.